Manufacturer narrative:
(B)(4). (B)(6). Health canada file #241443. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
A health canada/medwatch report was received on 04/30/2026. It was reported that an alert/notification settings occurred. The date of the event is an approximation. According to an email report, on or around 01/27/2026, the patient reportedly experienced hypoglycemia while sleeping, followed by a signal loss. The alert system did not notify the patient of the hypoglycemic event, nor did it alarm when the signal was lost. The patient¿s partner subsequently found the patient unconscious on the floor. Upon accessing the patient¿s phone, the partner observed that the cgm signal had been lost and that prior glucose readings were trending downward toward 3.0 mmol/l. There was no treatment documented for this event. At the time of the report, the patient was reported to be doing well. Although attempts to follow up with the patient for additional event details were made, contact was unsuccessful. Performance data was reviewed. Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.